Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Dealer rep reported a pessary that has been removed from pt due to bleeding, because of rough edges on the pessary. Product not being returned. On (B)(6) 2011, medical assistant reports via phone that the pt was treated with premarin cream and bleeding stopped within 3 days. Pt saw doctor on (B)(6) 2011 and was "98%" healed.